Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the postoperative check it was discovered that the right ventricular lead exhibited failure to capture and poor sensing. The patient returned and the lead was repositioned. On (B)(6) 2021 a re-interrogation was performed, and it was noted that the lead was not pacing and low sensing. On (B)(6) 2021 a chest computed tomography was performed and it was discovered that the lead had perforated the right ventricular wall. On (B)(6) 2021 a pericardial window was placed, and the lead was pulled back and a stitch was placed to close the hole. The right ventricular lead was repositioned. The patient was in stable condition.